Event description:
The customer reported the generation of erroneously low/negative patient results with ¿*¿ and ¿g¿ flags for multiple assays including alanine aminotransferase (alt), total bilirubin (tbil) and uric acid (ua), on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and observed that the cuvette wheel was flooded, and the wash station was not dispensing. The fse dried the cuvettes and wheel and replaced a valve and wash valve which resolved the issue. System performance was verified, and the customer was satisfied. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).